Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported failure. The fse performed a gravity test on surgeon side console (ssc) as precautionary measure according to the customer complaint. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted general umbilical hernia surgical procedure, the surgeon observed the left master tool manipulator (mtm) would drift on its own when the surgeon was not moving the mtm on surgeon side console (ssc) 1. Prior to calling the intuitive surgical, inc. (Isi) technical service engineer (tse), the customer moved to the other ssc and then back to ssc 1 and the issue no longer occurred. The tse found no related errors in logs and recommended the surgeon not take hands off of the mtm while in following mode (head in viewer). The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue did occur when the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The procedure began laparoscopically and then it was converted to robotic surgery. The procedure was completed as a dual console system.